Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed, and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed, and only one similar complaint was identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during an svc procedure, the guide wire fractured, leaving the core of the guidewire exposed within the patient. They successfully removed the broken guidewire and the catheter from the patient via the right femoral artery. Medical intervention was not necessary to prevent impairment to the patient. The vasculature was not tortuous, diseased, or calcified.